Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set large bore stopcock extension set experienced a connection issue. The customer further described the event as a disconnection issue when connecting the set for an intravenous (IV) infusion; however, one side seemed to come open occasionally. There was no report of patient injury or medical intervention associated with this event. No additional information is available.